Event description:
It was reported that placing and securing the left ventricular leads was difficult due to patient's anatomy. The leads were not used and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on all conductors(not obstructed) (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed).